Manufacturer narrative:
PMA/510(k): this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -5.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.